Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in a microcentrifuge vial, dry. Visual inspection found the lens haptic bent. Dimensional inspection found the width within specifications, but the overall length did not meet original values measured at the time of manufacturing. It was noted "returned lens is not the size stated in the claim". H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Manufacturer narrative: rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. The lens was repositioned but this did not resolve the problem. The lens was then exchanged with a longer length lens but the lens rotated again.